Manufacturer narrative:
The returned device was evaluated. During evaluation the screen was stable, however the touchscreen was completely unresponsive and no menus could be accessed. The device was left on over the weekend; there were no changes in the screen. Based on the investigation above, the customer complaint was not duplicated. The touchscreen is no longer functional possibly due to contamination on the flex circuitry due to liquid ingress. The touchscreen was replaced and the unit functioned as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the touchscreen was defective. It doesn't show the main page with the plethysmographic waveform and the display is rotating between the pages of the alarms. There was no known impact or consequence to patient.